Manufacturer narrative:
Other relevant device(s) are: model # etlw1613c93ej, serial # unknown, ubd unknown, UDI # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 64mm diameter abdominal aortic aneurysm. It was reported that approximaltey 4.5 years later during a follow up visit, aneurysm enlargement was observed along with a suspected type iii separation endoleak. An intervention procedure was carried out approximately 2 weeks later where a 16-16-82 device was additionally implanted on the left common iliac artery. The endoleak was confirmed to have resolved. Per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.